Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Impella cp was implanted in a 75-year-old female with a history of ami complicated by cardiogenic shock. The patient was initially anuric and managed on crrt. Later, she developed hematuria with red urine output of approximately 5¿10 ml/hr and exhibited bloody drainage from the og tube, et tube, and cvl site. Impella position and preload were appropriate, and plasma free hemoglobin showed separation into clear yellow and red layers. Coagulation labs, including teg, were performed. The intensivist suspected that bleeding from multiple sites was related to systemic anticoagulation with heparin. Heparin was briefly paused and then restarted, resulting in some improvement in bleeding; however, the patient ultimately expired. The reported events include a peri-procedural adverse event, hematuria, major bleeding, hemostasis management, and death. Based on clinical assessment, these complications are most consistent with the patient¿s critical illness and underlying comorbidities rather than device malfunction. Per the instructions for use, impella cp is intended for short-term ventricular support and requires careful monitoring of anticoagulation and hemostasis. The IFU notes that patient-specific factors such as severe cardiac disease, hypotension, and critical illness can increase the risk of bleeding and multiorgan dysfunction. There is no evidence of a causal relationship between the impella device and the reported events.